Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review.visual inspection of the device found it have an outdated pcb and power switch, a cracked tank cover and wear and tear damage noted on the block assembly. Device tank was filled with water, and powered on. The reported customer complaint has been confirmed, as device had no power. The problem source has been determined to be design of the device-poorly designed power switch. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device had no power. It was reported that patient involvement is unknown, and unit had no alarms.